Manufacturer narrative:
Investigation conclusion:a review of complaint history did not identify any adverse trends for the reported issue for these lots. Root cause: insufficient information, source: website.

Event description:
Customer reporting 2 faint false positive sars results for a female nursing home resident when being screened during a covid outbreak at the residence and was prescribed paxlovid. Customer states the patient was confirmed negative by pcr and other brand rapid antigen test. Report 2 of 2.